Manufacturer narrative:
No malfunctions related to this incident were identified in the subject (B)(6). The hot axios system has been voluntarily recalled due to a malfunction in which the endoscope marker at the tip of the outer cylinder of the delivery system detached during use in certain lots. The hot axios system used in conjunction with the (B)(6) in this incident was part of the recalled lot, and it was concluded that the root cause of the incident was a malfunction in the hot axios system that prevented the stent from deploying. The facility is aware of the malfunction in the hot axios system and the recall, and no issues have been pointed out regarding the (B)(6)

Event description:
During a procedure using the eg-740ut ultrasound endoscope, an attempt was made to place a stent in the bile duct using the hot axios system (boston scientific corporation). However, a malfunction occurred in the stent, preventing its deployment, and the stent could not be placed. At this time, damage to the bile duct occurred. The extent of the patient's health effects and the outcome are unknown.

Manufacturer narrative:
D4 - primary unique device identifier (UDI) and h4 - device manufacturer date are added.